Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, occlusion was reported during the day. Patient replaced infusion set and resumed insulin successfully. No further information available.